Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6)

Event description:
The customer complained of erroneous inr results from coaguchek xs meter serial number (B)(4). At 02:10 pm, the result from the meter was 2.6 inr and the result from the physician's meter was 4.0 inr. A different fingertip was used for each measurement. There was no allegation of an adverse event. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
One vial of test strip lot 196640-12 containing eight test strips and meter were received for investigation. Test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot and retention meter. Marcumar 3 2.7 inr 2.1 inr. Customer strips and customer meter. Marcumar 4 3.0 inr 2.9 inr. The maximum difference between measurements with the same blood sample was 22 %. The slight difference has been observed between the values of the master lot and the customer test strip lot, which is caused by a different master lot has been used for the calibration of the customer lot. Returned customer material and retention material complies with specification.